Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter of unknown serial number and a lab using the dade innovin reagent. Customer tested by fingerstick on the meter and the result was 5.4 inr. The customer had a lab test within 7 hours and the result was 3.6 inr. The customer's therapeutic range is 2.5-2.8 inr. Customer started an antibiotic for tooth issues on (B)(6) 2018. Customer has no antiphospholipid antibodies, heparin, no diet changes. The customer's coumadin dose was adjusted due to being on the antibiotic for the tooth issue and upcoming tooth extraction. Customer has no signs of bleeding or bruising. There was no allegation of an adverse event. Retention test strips (314048) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.